Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries. The fse performed all functional tests. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a general inspection of the cs100 intra- aortic balloon pump (iabp), it had a battery back-up issue. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked and found both batteries were defective, so the fse replaced the batteries. The fse performed all functional tests. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a